Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking".

Event description:
Patient reported left side "leaking", "hard as cement", "pouches", "cool air and water causes burning sensation" and exchange of textured devices due to concern with the product. Patient also reported "lupus" and "malaise"; these events are not device related. The device remains implanted.